Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal vhd kit size 4 was deployed. Upon discharge, no bruising or hematoma was noted. The pt was discharged on plavix 75 mg for 30 days. Six weeks later the pt was seen by the physician and complained of persistent right groin tenderness. An ultrasound was performed which revealed a pseudoaneurysm. The pt was admitted to the hospital in 2000 for surgery to repair the pseudoaneurysm, hematoma evacuation, and repair of a right femoral artery laceration. The pt was discharged in 2000, and no further complications were reported.